Event description:
The doctor tried pulling the cocking levers back but they would not stay cocked to perform a breast biopsy. The doctor manually inserted the probe for the case with no pt consequence.